Event description:
The reporter obtained a 236mg/dl and 545mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states she obtained an additional comparison with blood glucose results 545mg/dl and 194mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
No strips returned in vial, retention strip testing done.